Event description:
Possible infusion pump malfunction. Initial internal and external evaluation revealed pump performing to specs. Recent incident (no injury) revealed mechanical/design shortcoming which bypasses all alarm features of the pump, allowing pump to indicate infusion when in fact is not. Suspect the same circumstances existed at the time of the 8/30/96 incident.